Event description:
Mattress covers are delaminating on the underside allowing fluids to potentially enter the body of the mattress; due to the design of the internal components- cleaning can not be properly completed with potential risk for patient exposure.